Manufacturer narrative:
:Concomitant medical products w4tr01 ipg; 5076-58 lead; 5076-52 lead; 459888 lead; 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead maybe undersensing p waves. The lead is still in use. No patient complications have been reported as a result of this event.